Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock on multiple occasions since beginning use of the pump. The customer primed the air bubbles out. There was no impact to the customer's blood glucose level.